Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1586. It was reported the pt was no longer receiving effective stimulation. X-rays showed her exclaim leads had migrated. The pt underwent revision surgery to address the issue. Her two exclaim leads were explanted and a penta lead was implanted. Post-operative programming was done and the pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.